Manufacturer narrative:
One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, dried blood and bone around the implant and damaged threads from trephine removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low (type iii) bone density. The reported device was located on tooth # 30 and was used for approximately 6 year 11 months. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (63199348). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63199348) for similar events and no other complaints were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsv4b11). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type h3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tsv4b11) fracture and therefore removed. Tooth location 30.